Manufacturer narrative:
The investigation for the access site bleed and the hemolysis has been completed. The impella was not returned for evaluation. Data log analysis confirmed the presence of suction alarms before a steep decrease in snr and contrast and increase in lamp. However, clinical details is sufficient to determine the root cause of the access site bleed. The most likely cause of the major access site bleeding was patient condition related. The cause of the hemolysis was not determined because no product was returned and not enough clinical information was given. Added- h6 component code 925 f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 69-year-old male patient postoperative valve replacement was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient experienced access site bleed that was treated with fresh frozen plasma (ffp) and protamine. The patient also was no longer producing urine and there were concerns or hemolysis, so continuous renal replacement therapy was started. The pump was explanted, and a right ventricular assist device was placed after 27 hours of support. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant also reported that the placement signal had been lost but did not require intervention.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction alarms before a steep decrease in signal-to-noise ratio (snr) and contrast and increase in lamp. The cause of the optical signal issue was not determined because no product was returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11809. G1 reporting contact email updated.